Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the bellows cover on the imaging system was re-aligned to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system would not dock. There was no patient present when this issue was identified.